Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of rotator cuff repair surgery of the right knee performed on (B)(6) 2013 using gryphon br with orthocord, the patient had a revision surgery on (B)(6) 2013 due to postoperative abnormal or prolonged pain, joint stiffness, and arthrofibrosis on (B)(6) 2013. According to the report, the revision surgery included: sad, lysis of adhesions, synovectomy, and manipulation under anesthesia. It was further reported that the initial procedures included: rtc repair, anterior/inferior labral repair, open biceps tenodesis, synovectomy, and sad/bursectomy. The current status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of rotator cuff repair surgery of the right knee performed on (B)(6) 2013 using gryphon br with orthocord, the patient had a revision surgery on (B)(6) 2013 due to postoperative abnormal or prolonged pain, joint stiffness, and arthrofibrosis on (B)(6) 2013. According to the report, the revision surgery included: sad, lysis of adhesions, synovectomy, and manipulation under anesthesia. It was further reported that the initial procedures included: rtc repair, anterior/inferior labral repair, open biceps tenodesis, synovectomy, and sad/bursectomy. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of rotator cuff repair surgery of the right shoulder performed on (B)(6) 2013 using gryphon br with orthocord, the patient had a revision surgery on (B)(6) 2013 due to postoperative abnormal or prolonged pain, joint stiffness, and arthrofibrosis on (B)(6) 2013. According to the report, the revision surgery included: sad, lysis of adhesions, synovectomy, and manipulation under anesthesia. It was further reported that the initial procedures included: rtc repair, anterior/inferior labral repair, open biceps tenodesis, synovectomy, and sad/bursectomy. The current status of the patient was unknown. No additional information was provided.